Event description:
It was reported that while using the intestinal videoscope to remove a large pancreatic stone by endoscopic retrograde cholangiopancreatography (ercp), it was unclear whether the doctor made an error or the scope touched it, but the anastomosis (details of location unknown) tore and bled. The amount of bleeding was enough to be stopped with a clip, but it was not heavy bleeding. The stone removal was postponed due to bleeding at the anastomosis. According to the doctor, the stone will be removed by surgical means in the future, and if the torn part of the anastomosis is torn, it will be reconnected. There were no abnormalities noted with the device at the time. Olympus received additional information that after the case, the patient immediately underwent surgery, and reportedly, the stone was removed, and the anastomosis was sealed without any problems. The patient's condition prior to the surgery and information on any previous surgeries were unknown. There were no reports of further patient harm.

Manufacturer narrative:
A2 (age): it was reported the patient's age was around 60. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) further investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿important information - please read before use¿ warnings and cautions - describes cautions for the subject event and the incidence of complications such as gastrointestinal perforation when using an endoscope for a patient with altered anatomy. This supplemental report includes information to d8. Olympus will continue to monitor field performance for this device.